Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device upgrade, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Patient to be monitored.